Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The report indicated that the customer's bg levels remained consistently elevated and were fluctuating over the first 12 hours of pod wear; high levels between 250-420 mg/dl were experienced during this time. After multiple boluses failed to lower in bg's, the pod was deactivated. The pod will be returned for evaluation.